Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one month post-op the thresholds on the right ventricular lead were elevated. It was believed that the lead pulled away from the cardiac tissue and was dislodged. The lead was repositioned and remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.